Event description:
It was reported that the user¿s glucose sensors were depleted, the ilet exited bg run mode after the 72-hour limit, and insulin delivery ceased. The user¿s blood glucose was 600 mg/dl noting they had taken a steroid earlier the same day. They required education to understand that the device had stopped dosing and were directed to revert to backup therapy and contact their healthcare provider. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and need for clinical follow-up. Investigation included review of device use conditions and user education regarding intended operation and dosing cessation when bg run mode expires. Investigation of this case revealed the device functioned as designed with dosing disabled after the defined bg run duration, and user misunderstanding contributed to continued hyperglycemia in the absence of active automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with device performing per design.